Event description:
A malfunction was reported by a customer using a pump supplied by the distributor dinno santé in france. There was no adverse impact to the customer's blood glucose level. No additional information was provided.